Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. " did the trocar break into two or more pieces? Unk. Or did the trocar came off the drain inadvertently? Was a new drain needed to correct the situation? If yes, was the new drain placed surgically during a second procedure? What is the current condition of the patient? H3 evaluation: product sample received for analysis. One complaint sample of drain with trocar was received for evaluation. Trocar was in two parts, one was well adhered with the drain and another was the needle portion, which got separated during use. Upon visual inspection, it was found that the trocar was in bend condition and there were deep visible marks on the trocar surface nearby the separation site, which might have generated while it was tried to bend. As the product was non-bendable and was supposed not to bend during use. It is suspected that, external factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible. During investigation of the complaint, batch manufacturing review and retained sample review was performed. No discrepancy as per the reported defect was observed. Retention sample of complaint lot were checked and found satisfactory. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2023 and a drain was used. During an , the trocar needle was broken during use. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and evaluation the drain was found to be broken. Additional information has been requested.